Manufacturer narrative:
A superficial bone flap infection was reported after a surgery in which duraseal was used. Surgical intervention was not required and patient recovered without further incident. Bench-top testing has shown that duraseal does not support microbial growth.

Event description:
Dr. Of medical center, reported a superficial bone flap infection after a surgery in which duraseal was used. No surgical intervention was required and patient recovered without further incident.